Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found down at home on (B)(6) 2017. The lvad clinician reported that it was suspected that the patient experienced an intracranial hemorrhage starting on (B)(6) 2017. Support was withdrawn and the patient expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump and a correlation between the device and the suspected hemorrhagic stroke and subsequent outcome could not be conclusively determined. The pump was returned assembled with the driveline intact. Upon analysis of the pump, depositions of tissue-like clotted blood were observed at the inflow and outflow ports of the pump, as well as on the body of the rotor. The deposition within the proximal side of the inlet housing appeared to have extended into the inflow conduit. Similarly, the deposition within the distal side of the outlet housing appeared to have extended into the outflow graft. These depositions looked like they were displaced upon removal of the inflow and outflow conduits prior to the pump being returned to the manufacturer for analysis. Their loose structure and lack of lamination suggests that these depositions, as well as the deposition observed on the rotor, developed acutely. Furthermore, because the submitted log file appeared to show the pump functioning as intended, these depositions potentially could have formed due to poor surface washing or blood being stagnant within the device upon the withdrawal of support and explantation of the hmii lvas. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Bleeding, stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.